Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A vital port was inserted in a male patient sometime in 2012. On (B)(6) 2015, a procedure to explant the device was conducted. During the procedure, it was noted that the body of the vital port had grossly adhered to the internal jugular tissue and took some time to dissect before it could be removed. The surgeon had to call upon a vascular surgeon to do fine dissection to retrieve the catheter and place a graft on the vessel.

Manufacturer narrative:
(B)(4). Event evaluation: a dimensional verification, along with a review of the complaint history, device history record, and instructions for use (IFU) and a visual inspection of the returned product was conducted during the investigation. One used vital port was returned along with a catheter lock and two catheter segments (approximately 19 cm & approximately 3.5 cm). The catheter and lock were properly assembled when received. The visual inspection confirmed that a calcium-like substance was on the od of the returned catheter. Approximately 15 cm of the proximal catheter segment and all of the distal segment were coated in the material. According to the complaint, this caused additional surgical intervention to remove. No signs of wear were seen on the catheter, indicating that the catheter was severed during removal from the body. The device was implanted in a pediatric patient for approximately 3 years. A dimensional verification confirmed that the catheter is within the manufacturing tolerances. There is no evidence to suggest the product was not manufactured to specification. No evidence of nonconformity was found in manufacturing records for this device. No other complaints have been filed for this product lot. Calcium-like deposits were observed on the od of the returned catheter, which supports the customer's statement. The presence of a calcium-like material is a known risk of implantation of catheter material, which is supported by a statement in the IFU. No information about the patient's treatment regimen was provided. The root cause of the calcification is unknown.

Event description:
A vital port was inserted in a male patient sometime in 2012. On (B)(6) 2015, a procedure to explant the device was conducted. During the procedure, it was noted that the body of the vital port had grossly adhered to the internal jugular tissue and took some time to dissect before it could be removed. The surgeon had to call upon a vascular surgeon to do fine dissection to retrieve the catheter and place a graft on the vessel.